Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify excessive no delivery alarm, motor error alarm, unexpected excessive no delivery alarms, or displacement anomalies due to buttons not responding noted. The motor was tested outside the device and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was in the 20's mg/dl at the time of incident. Customer indicated that the low blood glucose was due to their pregnancy and declined to troubleshoot for the low blood glucose. Troubleshooting found that the pump also alarmed button error and the keypad buttons are not responsive. Customer indicated that the pump was worn during x rays. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.